Manufacturer narrative:
Concomitant: product ID 37712, serial# (B)(4), implanted: 2008-(B)(6), product type implantable neurostimulator, product ID 37743, serial# (B)(4), implanted: 2008-(B)(6), product type programmer, patient. Product ID 3778-60, serial# (B)(4), implanted: 2008-(B)(6), product type lead. Product ID 37752, serial# (B)(4), implanted: 2008-(B)(6), product type recharger. Product ID 3778-60, serial# (B)(4), implanted: 2008-(B)(6), product type lead. (B)(4).

Event description:
It was reported the patient was unable to charge. The battery died about one year prior to the report as the patient stopped charging due to difficulties charging. It would not charge and the patient was not satisfied with the stimulation coverage, so she stopped using the therapy. While the patient always had coverage in her legs, she could not get the stimulation to cover her back. Several programming sessions occurred and the patient did adjust herself, however, she could not get coverage for her back pain. It was noted there was a sudden change in pain at the upper back and lead site. There were no falls or traumas. The patient now wanted the system removed. Additional information was received from the patient indicating that they had been trying to find a doctor to take out the implantable neurostimulator (ins) per recommendation of their managing physician. Further information received from the consumer reported their wires were hurting in their upper back and they wanted the system removed. It was also noted the consumer stopped charging their stimulator because it made their pain worse so the device stopped working. The consumer did not currently have a pain doctor, so listings for potential doctors were sent to the consumer. No interventions or outcome were reported related to this event. Additional information has been requested. If additional information is received a follow-up report will be sent. Refer to manufacturing report #6000153-2016-00650. Refer to manufacturing report #3004209178-2015-14401.